Manufacturer narrative:
Investigation findings: the device was received for evaluation and the reported problem was not confirmed. During testing of this drill, it did not overheat. Further investigation found the cast stator with air blisters and the unit failed ground bond testing. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. In addition, the recommended service interval for this handpiece is every 6 months.

Event description:
It was reported that during use of this drill in oral surgery, it got hot all over along with the bur guard in use. The heat was noted by the surgeon and the handpiece and bur guard were replaced with a backup unit to complete the surgery. There was no injury or surgical delay associated with this event.